Event description:
After additional review, it was noted that the patient experienced ¿sweating¿ and was in ¿horrible pain like before we even started with the pump¿so he was back on everything he took before the pain pump. It was like the pain pump was not giving him any relief.¿

Event description:
It was reported that the patient was in the hospital with chills, shakes, diarrhea, aching, flu like symptoms. It was stated that beginning (B)(6) 2012, patient's wife had a hard time keeping her husband awake. It was added that patient had an increase in his morphine from 1.5 to 1.7 on (B)(6) 2012 and had been fine. The healthcare provider (hcp) did not think it was related to the pump. When the patient was taken to the emergency room, based on symptoms they were told patient was experiencing withdrawal symptoms and were redirected to managing physician. Patient was provided with oral vicodin; "patient seemed drugged up from the medication". The earliest patient could be seen by the managing physician was indicated to be tuesday (B)(6) 2012; hcp options were being considered. Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: unk. (B)(4).